Event description:
It was reported during a low anterior resection the cdh29 was fired, removed, and the anastomotic rings where checked, which were complete. When the anastomosis was air tested, it was discovered there were leaks in several locations on the staple line. They were unable to be oversewn. The pt was given a temporary loop ileostomy.